Event description:
It was reported that during the implant procedure after multiple repositioning attempts, this right atrial (ra) lead exhibited a high, out of range (>3000 ohms) pacing impedance measurement. The physician attempted to reposition the ra lead again, but the helix was unable to be retracted. The ra lead was exchanged to resolve the event and is expected for analysis, but has not yet been received. No adverse patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure after multiple repositioning attempts, this right atrial (ra) lead exhibited a high, out of range (>3000 ohms) pacing impedance measurement. The physician attempted to reposition the ra lead again, but the helix was unable to be retracted. The ra lead was exchanged to resolve the event and was subsequently received for analysis. No adverse patient consequences were reported.